Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that during placement of the stimulator and leads, serosal electrogastrography (egg) was performed for 5 minutes with temporary leads that were placed on the antrum/distal to the permanent leads. The egg was performed for five minutes with the stimulator turned off, for five minutes with the stimulator on the normal settings, for five minutes with the stimulator on the high settings, and then for five minutes with the stimulator turned off again. It was noted that records for the energy on low, high, and off were not performed due to lead malfunction, and that there was an abnormal serosal egg. No patient symptoms were reported. No further complications were reported/anticipated.